Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set crimped cannula on (B)(6) 2025 leading to high blood glucose. The issue was observed within three or more hours after insertion. Patient used correction bolus via pump in order to address high blood glucose. The site of location was abdomen. No further information available.